Manufacturer narrative:
(B)(4).

Event description:
The reporter stated the surgeon used a (B)(4) toric optic silicone single piece lens. As the surgeon was advancing the lens in the injector, noticed the plate haptic tore. Lens was not inserted into the pt's eye, but the cartridge tip touched the pt's eye. Another same model and size lens was implanted. There was no pt injury. Reporter stated the lens was loaded correctly. The reporter stated the surgeon used an injection sys, which has not been approved by the MFR for use with this lens model and cartridge. Stated they are aware that using this injection sys is considered off-label use.